Manufacturer narrative:
Eval summary: the zimmer sterilization vendor processes all implants to meet FDA regulations and iso standards at a sterility assurance level (sal) of 1.0 x 10-6 or better. The two mfg lots given in this complaints were processed according to the sterilization process parameters and met all the acceptance criteria for sterility release. Therefore, it is highly unlikely that the specified devices caused or contributed to any pt infection. Cause cannot be determined. Eval: the device history records were reviewed for lot 60428731 and 60501186 and are found to be conforming; indicating the devices were manufactured, inspected, and packaged to specs. Device history records were not able to be reviewed for the articular surface or tibial component due to missing lot numbers.

Event description:
It is reported that the pt was revised due to infection.